Event description:
It is reported that patient experienced a subluxation with a durom femoral component.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Dislocation can be an inherent post-operative risk if the post-operative care is not consequently followed by the patient. In zimmer's "instruction leaflet for endoprosthesis" ((B)(4)) the needs for post-operative care is described to minimize the risk of such an undesired event. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).